Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that after a diagnostic endovascular procedure, the physician removed the cordis 5 fr. 80 cm. Mp a2 with 2sh catheter from the patient and noted that there were traces of a plastic film on the catheter. The patient did not have any reported adverse event. There was no reported patient injury. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No additional information was available. The product was not returned for evaluation at the time of this report. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. With the limited information available, and no product return, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Based on the available information and the device history record review, there is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The report received from the affiliate indicated that after a diagnostic endovascular procedure, the physician removed the cordis 5 fr. 80 cm. Mp a2 with 2sh catheter from the patient and noted that there were traces of a plastic film on the catheter. The patient did not have any reported adverse event. There was no reported patient injury. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There is no information regarding the brand of sheath used for the procedure and it is not available for analysis. No additional information was available, the catheter has since been returned for analysis. The product was returned for inspection. Fal: one non sterile unit fr 5 80 cm 2sh was received coiled inside in a plastic bag. Kinks a 37.5 y 49 cm from the hub were observed, the attached material could be removed from the body and has a viscosity surface on the face that is in contact at catheter body, it looks like a piece of adhesive tape, the material is without color, and the body material is blue, in addition the catheter body is an extruded material and does not have layers of material, for this reason it could not be peeling off during or after the use; and during the analysis it is very clear that the piece attached at the body, it is not part of the body. An infrared spectroscopy and the ir spectrum analysis was developed for the foreign material attached at the complaint sample, based on the results obtained it is suggested that foreign material is mainly composed of polyethylene. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer was confirmed, due to the body had attached a piece of polyethylene material, but the cause of the attached polyethylene on the device does not appear to be manufacturing related due to per ch&ss investigation the customer state that ¿the product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted.¿ the catheter is also an extruded device and therefore does not have layers that could peel away. Concerning the kinks, the exact cause of kinks could not be conclusively, it is possible that the kinks occurred during shipping or post-procedure handling. Based on the reported information, the analysis and the device history record review, there is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
The report received from the affiliate indicated that after a diagnostic endovascular procedure, the physician removed the 5 fr. 80 cm. Mp a2 with 2sh catheter from the patient and noted that there were traces of a plastic film on the catheter. The patient did not have any reported adverse event. There was no reported patient injury. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No additional information is available.